Manufacturer narrative:
Mfg site name - (B)(4). A visual examination of the returned complaint device noted that the clip assembly was deployed, and was not returned with the device. The control wire was kinked inside the handle, and the crimp sleeve was detached from the control knob. The spring was noticed to be bent and detached from the handle. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with endoscopic mucosal resection (emr) and clipping procedure on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter, and the handle broke when the nurse continued to push down on the handle of the catheter. Eventually, the clip was released after the physician jiggled and maneuvered the catheter, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with endoscopic mucosal resection (emr) and clipping procedure on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter, and the handle broke when the nurse continued to push down on the handle of the catheter. Eventually, the clip was released after the physician jiggled and maneuvered the catheter, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.